Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer's telemetry was intermittent. The programmer interrogated to devices consistently using a known good radiofrequency (rf) head. Analysis indicated that there were broken latch tabs on the power cord bay, and therefore the power cord bay was replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported telemetry connection was intermittent. If the connection was jiggled, the programming head would light up. It was also reported the hatch needs repair. The programmer was returned for repair. No patient complications have been reported as a result of this event.